Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were submitted for review with concerns of hemolysis. The patient's lactose dehydrogenase (ldh) was less than 800. It was reported that the patient's log files were submitted for review with concerns of hemolysis. The patient's lactose dehydrogenase (ldh) was less than 800. On (B)(6) 2024 the patient was transferred to the intensive care unit (ICU) for acute decompensation due to liver failure and subsequent multiple system organ failure. Additionally, it was noted that the patient was on their mobile power unit (mpu) while they were transferred to the ICU and the mpu was not plugged in during that time. They experienced a low voltage alarm and a no external power alarm at 3:37. The patient's ldh was greater than 1500, lactic was greater than 14, aspartate aminotransferase was greater than 1400, and alanine aminotransferase was 422. Their central venous pressure (cvp) was 6, pulmonary artery (pa) was 23/15, cardiac output and cardiac input was 6.5/3.3, systemic vascular resistance (svr) was 812. The patient responded well to albumin, normal saline (ns), bicarb, and continuous renal replacement therapy (crrt) for clearance. The patient was not intubated and they were off bilevel positive airway pressure (bipap). Technical services reviewed log files and found a no external power while connected to the mobile power unit (mpu) and low voltage hazard events from slow discharge of the mpu capacitors when the device lost power. The appropriately switched to the emergency backup battery (ebb) during the no external power event. The alarms resolved once power was restored.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section a1: patient initials corrected. Section a2: patient date of birth corrected. Section b5: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), (B)(6), and the reported elevated lactate dehydrogenase (ldh), liver and subsequent multi system organ failure, could not be conclusively determined through this evaluation. The submitted controller event log file showed pump operating as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including hemolysis and multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's lactose dehydrogenase (ldh) was greater than 800. The log files did no capture any unusual events. On (B)(6) 2024, the left ventricular assist device (lvad) was 5700 rpm, flow was 5.4, pi was 3.4, and watts were 4.5. The patient was no suspected to be in right ventricular failure. The additional log file contained clusters of pi events as well as routine power source changes.